Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported suspected left side rupture diagnosed by ultrasound. The device was explanted and replaced.

Event description:
Healthcare professional reported, suspected left side rupture. Diagnosed by ultrasound. The device was explanted and replaced.

Event description:
Healthcare professional reported suspected right side rupture diagnosed by ultrasound. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.